Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user and caregiver contacted beta bionics reporting that the ilet displayed a ¿connect cgm or enter bg¿ message. The user had removed their freestyle libre 3 plus (fsl3+) sensor and was awaiting dexcom g7 sensors for transition. The agent guided the user through manually entering a bg value into the ilet to resume insulin delivery. At the time of the call, bg was 326 mg/dl. The caregiver later called back for help applying a new fsl3+ sensor, and the agent walked them through the steps using the ilet device and ilet mobile app. The new sensor began its 60-minute warmup period, and the user's bg decreased to 84 mg/dl by the end of the call. No symptoms, external assistance, or medical intervention occurred.